Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 due to high blood glucose level of 514 mg/dl and came down to 500 mg/dl. The customer's current blood glucose was 300 mg/dl. The customer was in urgent care currently. Customer was wearing the insulin pump at time of hospitalization the insulin pump will not be returned for analysis.